Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see updated sections: g4, g7, h2 and h10.

Manufacturer narrative:
The device was received and evaluated. Evaluation determined that the reported issue was not able to be duplicated. The water through the tract device was inspected and found no issues or any physical defects. The device passed all functional energy and output test and with no issues observed. The root cause of the reported issue is unknown as the reported issue was not able to be duplicated. Device was tested and no issues were observed.

Event description:
It was reported that during an unspecified procedure the device was found leaking water however, it still worked and the intended procedure was completed with the same device. There was no patient harm or injury reported due to the event. No user injury reported.